Event description:
The initial reporter stated they were having issues with control recovery on their cobas 8000 c 702 module. Controls for about 20% of tests were outside of range. When repeated, the controls recovered within range. The reporter stated they received discrepant results for one patient sample tested with tp2 total protein gen.2 and a second sample tested with crej2 creatinine jaffé gen.2. The initial values were reported outside of the laboratory. The samples were repeated and the repeat values were believed to be correct. The first sample initially resulted with a total protein value of 5.5 g/dl, which repeated as 6.7 g/dl. The second sample initially resulted with a creatinine value of 1.00 mg/dl, which repeated as 1.61 mg/dl. The total protein and creatinine reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer determined the cuvette rinse was overflowing. The rinse was adjusted to specification. A system decontamination was also performed. The customer ran all calibrations and controls. All results were within the customer's established ranges. The investigation determined the service actions resolved the issue.